Event description:
During a laparoscopic gastric bypass a harmonic scalpel was inserted into the port site to make an incision of the small bowel. The foot pedal was pressed and the handpiece did not create the cut. It was later found that the harmonic handpiece was faulty. The handpiece was replaced and the case was completed without further problems.